Event description:
Dealer alleged that the sieve beds were saturated. Per independent repair statement the unit was alarming or red light. Key failure was the sieve beds were saturated. Additional malfunctions were the tie wraps were leaking and the hose clamps were leaking.